Event description:
Eitan medical sapphire infusion pumps consistently under-delivering and producing excessive air in line alarms during tpn (total parenteral) infusions. Home infusion patient population. Patient reported the same issue (10) times: (B)(6) 2021, (B)(6) 2021,(B)(6) 2021,(B)(6) 2021, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022, (B)(6) 2022. FDA safety report ID # (B)(4).